Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to non product experience. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).